Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument failed the clip test. The clip was able to close onto the test tubing but did not release from the grip-tips. The clip applier instrument was found with one grip that was bent. The damage was found near the base of the clip groove, causing a 0.018" offset at the tips. As a result, the clip could not be properly loaded on the grips causing the clip test failure of the instrument. This type of failure - severely bent instrument grip-tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
It was reported during a da vinci-assisted surgical procedure, the 8mm medium - large clip applier instrument would not clip nor close. There was no report of patient involvement.